Event description:
Per independent repair center statement the unit is alarming. The key failure is the pe valve is alarming and shutting down. Additional malfunctions include the power switch has a low audible alarm.